Event description:
Caller reported potential false negative urine hcg result on consult diagnostics hcg cassette vs. Five different home pregnancy tests. A (B)(6) year old female pt was seen and tested negative on the consult diagnostics hcg cassette after testing positive on five different home pregnancy tests (a few different brands). Pt was sent for quantitative blood test, but result was not available. No other pt info was provided. Two different strip lots were run - one test per strip lot. Strip lot hcg11100149 is covered on this medwatch report and the second strip lot hcg11100324 is recovered on MDR# 2027969-2012-00739.

Manufacturer narrative:
Summary of results: the retention devices meet qc spec, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. (N=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). The 210iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specs. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain products. Results met qc spec. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without pt specimen analysis in-house. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established. As of (B)(6) 2012, one false negative case has been reported on this lot.